Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead impedance was low and a patient alert was triggered. Provacative testing in the clinic did not produce oversensing or undersensing. It was also noted that the atrial lead impedance has always been low and the patient is in chronic atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.